Manufacturer narrative:
Per the user guide: incomplete bolus alert this bolus has not been delivered. What does it mean? You started a bolus request but did not complete the request within 90 seconds. Tap close. The bolus screen will appear. Continue with your bolus request, or tap back if you do not want to continue your bolus request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 512 mg/dl and boluses were delivered in an attempt to address bg. Customer experienced a nose bleed due to the elevated bg and was admitted to the hospital. Fluids and insulin were administered. Elevated bg was resolved and customer was discharged the same day with no permanent injury. Customer did not know cause of event; however, reported that multiple incomplete bolus alerts occurred prior to the elevated bg event. Tandem technical support educated the customer on the incomplete bolus alert feature. Customer acknowledged the information.